Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was prevented from accessing medications due to the device not being powered on. A field service engineer repaired the cable to resolve this issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported when using the bd pyxis medstation system was not able to power on and screen went black in the middle of user pulling medications for a patient. The manufacturer tried to reach out customer for further information about the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system was not able to power on and screen went black in the middle of user pulling medications for a patient. The manufacturer tried to reach out customer for further information about the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was prevented from accessing medications due to the device not being powered on. A field service engineer repaired the cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.